Manufacturer narrative:
Our product evaluation lab received one model 141f7 swan-ganz catheter. The customer report of air would not release from the balloon was unable to be confirmed. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 1 second without the syringe attached. Maximum deflation time from full capacity without a syringe attached is 4 seconds. Per the IFU instructions, passively deflate the balloon by removing the syringe and opening the gate valve. All through lumens were patent without any leakage or occlusion. No visible damage was observed on catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect and no corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a 141f7 swan ganz catheter was not able to deflate. Event occurred during device prep. There was no patient injury. Product is available for return.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.